Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in the left anterior descending artery. During preparation of a 3.0mm x 8mm quantum maverick balloon catheter, it was noted that the shaft was fractured in the middle of the stent delivery system. No patient complications were reported and patient was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by MFR.:returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was tightly folded. There were numerous kinks throughout the hypotube with a complete hypotube separation 49.5cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in the left anterior descending artery. During preparation of a 3.0mm x 8mm quantum maverick balloon catheter, it was noted that the shaft was fractured in the middle of the stent delivery system. No patient complications were reported and patient was stable.